Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during an unknown procedure the dual stopcock sheath 5.9mm x 30 deg x 167mm (mitek lock) and the obturator with button top for 5.9mm sheath 167mm (mitek lock) got bent. The complaint device was received and evaluated. Visual observation revelated that the device had signs of nicks and striation marks on the surface of the distal end of the tube. The device appears to be considerably used and is in worn condition. It was found that the tube was not bent; therefore, we cannot discern a specific root cause. This complaint cannot be confirmed. The possible root cause for the reported failure can be attributed to fair wear and tear due to age and use. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the healthcare professional via phone that during an unknown procedure the dual stopcock sheath 5.9 mm x 30 deg x 167 mm (mitek lock) and the obturator with button top for 5.9 mm sheath 167 mm (mitek lock) got bent. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The devices are available to be returned for evaluation.